Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging ventilator service required alarm occurred on a trilogy o2 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy o2 ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation an error code in relation to (obm air flow drifted out of range) indicating a failure in the flow sensor inside the oxygen blender module was recorded in the device event log. While performing preventative maintenance during testing the device failed a test step which indicated there was a deviation in flow measurement and flow measurement on the airflow delivery side. In addition, the technician confirmed occurrences of no response while pressing keys on the panel/keypad. In conclusion, the device's oxygen blender module board was replaced to address the occurrence of (obm air flow drifted out of range) and (deviation in flow measurement), the o2 sensor board was replaced to address the (deviation in flow measurement on the airflow delivery side) and the front panel/keypad led board was replaced to address (no response while pressing keys). Additionally, during the service of the device, periodic maintenance 1 was performed. No abnormality was confirmed but the trilogyo2 pm1 kit was replaced to prevent failure unrelated to the reportable malfunction/issue. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 14.1.03. The suspected o2 sensor board, oxygen blender module board and front panel led board were sent to the manufacturer product investigation lab for further investigation of the alleged failure. If any additional information is received, a follow-up report will be filed. New information linv: the oxygen blending module board, front panel/keypad led board and sensor board were returned to the manufacturer product investigation lab (pil) for the failure of ventilator service required (obm air flow drifted out of range). The oxygen blending module board and front panel/keypad led board have already undergone a comprehensive evaluation at the service center prior to arriving at the pil, and there is no association with patient harm. Therefore, no further investigation of the oxygen blending module board and front panel/keypad led board is required at this time. The oxygen blending module board and front panel/keypad led board have been scrapped.

Event description:
The manufacturer received information alleging ventilator service required alarm occurred on a trilogy o2 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy o2 ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation an error code in relation to (obm air flow drifted out of range) indicating a failure in the flow sensor inside the oxygen blender module was recorded in the device event log. While performing preventative maintenance during testing the device failed a test step which indicated there was a deviation in flow measurement and flow measurement on the airflow delivery side. In addition, the technician confirmed occurrences of no response while pressing keys on the panel/keypad. In conclusion, the device's oxygen blender module board was replaced to address the occurrence of (obm air flow drifted out of range) and (deviation in flow measurement), the o2 sensor board was replaced to address the (deviation in flow measurement on the airflow delivery side) and the front panel/keypad led board was replaced to address (no response while pressing keys). Additionally, during the service of the device, periodic maintenance 1 was performed. No abnormality was confirmed but the trilogyo2 pm1 kit was replaced to prevent failure unrelated to the reportable malfunction/issue. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 14.1.03. The suspected o2 sensor board, oxygen blender module board and front panel led board were sent to the manufacturer product investigation lab for further investigation of the alleged failure. If any additional information is received, a follow-up report will be filed.